Manufacturer narrative:
The device lot/batch/serial number and implant date are unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient lost therapy due to an inoperable battery. The patient is unable to communicate with ipg. Troubleshooting was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Event description:
Additional information identified the patient last received stimulation on (B)(6) 2018, and had last recharged the ipg 4 days prior. The serial number of the device is unknown and the ipg was implanted in (B)(6) 2016 (exact date is unknown). Surgical intervention is planned to replaced the ipg.

Event description:
Follow up revealed that surgical intervention was taken to replace the ipg. Issue was resolved.